Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml exactamix eva tpn bags had leaked after being compounded with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. Visual inspection of the image was performed and verified the reported condition. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.